Manufacturer narrative:
Na

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance in 2006. In the next day, impedance was 600 ohms. The previous high impedance could not be duplicated. The lead was capped and replaced.